Event description:
It was reported to boston scientific corporation that a captiflex oval snare was used during a colonoscopy procedure performed on (B)(6) 2012. According to the complainant, the snare loop failed to retract inside the patient's colon. The procedure was completed with another captiflex oval snare. No patient complications resulted from this event. The patient's condition was reported to be fine following the procedure.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device expiration and device manufactured dates are unknown. However, it was reported that the device was not used past its expiration date. (B)(4). The complainant indicated that the device was discarded and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.